Event description:
The im3 bolt was placed on a patient who presented with traumatic brain injury. After turning the knob 360 degrees, a problem was experienced when placing the catheter down the temperature and oxygen channels. Both of the catheters were disposed of. The patient expired unrelated to the catheter or probe issue.